Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) there is no indication the lens was explanted. Initial reporter phone: (B)(6). Device evaluation: the product was not returned for evaluation as it remains implanted. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one circular deposit was found on the posterior side of the intraocular lens (iol). The iol was implanted. The deposit was thought not to be in the field of view; therefore, no further action was taken. No patient injury reported. No additional information was provided to abbott medical optics.